Manufacturer narrative:
This event took place in (B)(6). The implants were disposed of at the hospital. No more information is available at this time. Disposed of by the hospital.

Event description:
In 2015 the patient received a posterior spinal fusion in the country of (B)(6). In (B)(6) 2017 it was discovered that the patient had experienced one set screw that had come loose. The patient was revised and the hardware was disposed of at the hospital. No more information is available at this time.